Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that competitive atrial pacing and inappropriate mode switching was observed on the device. Abbott technical support was contacted and the device is anticipated to be reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event and the patient was in stable condition.